Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid-lower abdomen on (B)(6) 2018 using a cooladvantage, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) on an unspecified date in (B)(6) 2018. Enlargement of the abdomen was diagnosed on (B)(6) 2019 and was considered to be pah of the mid and lower abdomen after review by allergan medical safety. On inspection there was noticeable enlargement of tissue in the treatment area as a bulge extending above surrounding tissue where the applicator was placed. Skin was normal in appearance and texture. Patient denied pain, tenderness with palpitation. Tissue was mobile, but fibrous and firm compared to surrounding tissue. Noticeable demarcation around border.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid-lower abdomen on (B)(6) 2018 using a cooladvantage, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) on an unspecified date in (B)(6) 2018. Enlargement of the abdomen was diagnosed on (B)(6) 2019 and was considered to be pah of the mid and lower abdomen after review by allergan medical safety. On inspection there was noticeable enlargement of tissue in the treatment area as a bulge extending above surrounding tissue where the applicator was placed. Skin was normal in appearance and texture. Patient denied pain, tenderness with palpitation. Tissue was mobile, but fibrous and firm compared to surrounding tissue. Noticeable demarcation around border.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.